Event description:
It was reported that an irrigation was performed due to an infection.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. A medical assessment cannot be rendered. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.